Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check therapy eletrode pad) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, breaking the solder joint connecting the rear pulse wires on the dn. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was damaged and the patient was experiencing check therapy electrode messages.